Manufacturer narrative:
The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit was activating randomly without the surgeon pressing the foot pedal or pencil buttons. No additional information was provided.